Manufacturer narrative:
Product event: 702841917. Patient information incomplete and missing patient information unable to be obtained despite a good faith effort made to obtain the information from the customer. If information is provided in the future, a supplemental report will be issued.

Event description:
During a breast oncology procedure, while cleaning the plasmablade device, the surgeon reported the coating on the device tip peeled off. Nothing fell into the patient.

Manufacturer narrative:
Product analysis #(B)(4). Brief description of complaint: during a mastectomy procedure, the teflon coating from the plasmablade came off. The plasmablade was only cleaned with a wet cloth and no scratch pad was used during the procedure. A new blade was opened and so the surgeon could continue with the breast reconstruction. After the teflon coating came off, the plasmablade did not work properly. Investigation conclusion: the reported issue was not confirmed. There was no evidence of the coating on the device peeling. However, the heatshrink has split and slid up the device electrode, but remains attached to the device. However, coagulum and eschar build up on the electrode and within the suction opening and heatshrink due to insufficient cleaning can contribute to damage to the heatshrink as well as diminished device performance. If information is provided in the future, a supplemental report will be issued.

Event description:
During a breast oncology procedure, while cleaning the plasmablade device, the surgeon reported the coating on the device tip peeled off. Nothing fell into the patient.